Manufacturer narrative:
The drill stops are an option and the frialit stepped drills of a diameter 3.8 and larger are final-length drills; therefore, the dentist does not need to use any marking ring for orientation, which are very common in conjunction with twisted drills. The identification of the desired depth seems to be less elaborate. In addition, to ensure a proper seating of the depth stop the utilization of the depth stop tool is mandatory, whereas the application of the depth stops by finger pressure only does not enable an adequate fixation. Since there is no further information available it cannot be excluded that the dentist's team fixed the depth stop by avoiding the required procedure. Furthermore, it remains unclear why the dentist realized that he was placing the implant deeper than the crestal bone level not before the implant went 4 mm below the crest. Moreover, from the available information it seems very likely that moving depth stop is a speculation by the dentist. If so, it might be also possible that the problem was caused through the implant placement itself: during the insertion the dentist entered the area close to the mandibular canal - where the bone gets spongier - with the self-cutting apical region of the implant. Since the bone is offering less resistance there, it might have been possible to screw the implant deeper into the bone than intended. Due to the lack of conclusion; however, it seems very likely that the issue was caused by the dentist rather than by a malfunction of the product. However, because medical intervention was required, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained - product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event, it was reported that a surgical procedure to insert a frialit stepped screw took place on (B)(6) 2012. Therefore, the implant site was prepared by using corresponding drills combined with the optional depth stops. This should ensure an epicrestal placement on one hand and allow the achievement of the desired length on the other. However, during the insertion the dentist realized that he accidently screwed in the implant approximately 4 mm subcrestally and removed it immediately. Nevertheless, the mandibular nerve was traumatized and in consequence the patient experienced paraesthesia in the area inverted by this nerve. Fortunately, the situation is improving very fast; therefore, it seems very likely that the patient will fully recover.